Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that this event was caused by defects in the circuit boards inside the scope connector or video connector, or by faulty contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus endoeye flex 3d deflectable videoscope was returned to the service center with a report of "leakage from the a-rubber bending section.¿ this does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, there was an abnormality in the 3d image due to misalignment of the imaging unit. There was no patient involvement.